Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one locking pigtail universal drainage catheter, designated sample 2, was returned for evaluation. Visual, microscopic, tactual, functional, and dimensional evaluations were performed. The investigation is confirmed for crinkling / catheter kinking, as the device as returned manifested rumpling in the coil area. Three holes were observed on the catheter, located approximately where the loop begins. Microscopic examination found a straight crack for the proximal hole, a c-shaped split with a granular break surface for the center hole, and a straight crack for the distal hole. Gross examination showed the presence of the internal locking cord. Close examination also showed tubing of the coil to be rumpled with distortions to the smooth profile. When the loop portion of the catheter was straightened, kinking was observed just distal to the proximal locking wire hole. Measurement of drainage hole diameter was compared to drawing. No abnormality found. Manufacturing evaluation found the sidewall was observed to be thinner on the side where the wrinkling was present. The exact root cause of the wrinkling could not be determined. It is unsure if patient or procedural issues may have contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The cause of the event is unknown at this time, so the applicability of any particular instructions for use IFU line is unknown at this time. However, general instructions regarding the insertion of the catheter are included. H10: g4 h11: d3, g1, h3, h6(results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during catheter placement, that the catheter allegedly crinkled. It was further reported that the procedure was not completed and was re-attempted at a later date. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during catheter placement, that the catheter allegedly crinkled. It was further reported that the procedure was not completed and was re-attempted at a later date. There was no reported patient injury.